Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1488t46 lead, implanted: (B)(6) 2002, 1056t-75 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient received a shock due to vf (ventricular fibrillation) t-wave oversensing by the right ventricular (rv) lead. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.